Manufacturer narrative:
The device was evaluated onsite by a zoll representative; the customer's report was duplicated and attributed to low battery charge. The battery was replaced to resolve the report. The device was recertified and placed back into service. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.